Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer keeps getting motor error alarms on the insulin pump. Customer's blood glucose level was 373 mg/dl. Customer stated that the pump was fine during the fill tubing, but when she presses the esc button, it starts the motor error. Customer treated with an injection. Customer stated that the pump reset itself and she lost her settings. The pump started back up with counting and she had to reset the time and date. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was also advised to remove the pump battery to prevent continued alarms. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and motor tests. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. Leaking motor oil was noted. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.